Event description:
The user facility reported that during a patient procedure the monitors to their hexavue custom room rack were frozen resulting in a procedure delay. No report of injury.

Manufacturer narrative:
The investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.